Manufacturer narrative:
H3. Device analysis for lead (B)(4) revealed no anomaly. The lead was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The lead passed all testing in the laboratory and no anomalies were identified. H6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: concomitant products product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type lead information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 27-feb-2028, UDI#: (B)(4) codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a trial patient. It was reported that there was a wireless external neurostimulator (wens) defect. During the trial the impedance became abnormal, ranging from 5 ,000-9,000 ohms, and although tried moving the leads multiple times, there was no improvement. It was unknown if there were any external contributing factors. The lead was replaced because a lead defect was suspected. The impedance decreased a little but it did not reach the normal value, so the wens was replaced and the issue resolved. The cause was unknown.